Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodgement from the balloon into the protective sheath prior to patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. In this instance review of the lot history indicated that all on-line testing for the lot met stent criteria, which would indicate the unit had an adequate crimp; however, without a through analysis of the device, no determination can be made as to the root cause of the reported discrepancy.